Event description:
Customer called to state customer was in the hospital being put onto the pump. Also, customer did mention dropping the device in the sink. Unable to hear the audible tone. Unit was not bumped or exposed to moisture.